Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / instructions for use review and risk management review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (persistent infection) was associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal. It was reported that the patient underwent a medically indicated two-stage revision of the bhr-tha hybrid system right hip on (B)(6) 2019 and (B)(6) 2019 due to persistent infection, and antibiotic spacer was placed on (B)(6) 2019, on (B)(6) 2019 the second stage was performed with the prosthesis and additional spacer. The patient outcome is unknown.